Event description:
It was reported that during a total knee replacement that the blade broke. It was further reported that the broken piece was removed from the surgical site using a forceps and that the procedure was completed successfully using another blade.

Manufacturer narrative:
Device not returned to manufacturer for evaluation as yet. In addition, no lot number information was provided for further investigation.